Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), device breakage ("remaining fragments of left"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. C08472-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included endoscopy and colonoscopy. Concurrent conditions included endometriosis, sebaceous cyst, cervicitis, endometriosis, adhesiolysis, diverticulitis and fibromyalgia. Concomitant products included cilest (sprintec), clonazepam, hydroxychloroquine, nuvaring and omeprazole. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 16 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), depression ("depression"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). In 2015, the patient experienced cystitis ("infection type: bladder"), urinary tract infection ("infection type: urinary tract"), vaginal infection ("infection type: vaginal") with vaginal discharge and weight fluctuation ("weight gain / loss"). On (B)(6) 2015, the patient experienced bladder disorder ("bladderproblems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with metronidazole, norethisterone (norethindrone), leuprorelin acetate (lupron), surgery (B)(6) 2016, pelvic surgery and hysterectomy (partial).) And surgery (B)(6) 2016, pelvic surgery and hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device expulsion, genital haemorrhage, dyspareunia, weight increased, hot flush, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, fatigue, weight fluctuation and vulvovaginal pain outcome was unknown, the depression had not resolved and the uterine pain had resolved. The reporter considered bladder disorder, cystitis, depression, device breakage, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, migraine, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: the left insert was placed first with one trailing coil and the right insert second with five trailing coils. On (B)(6) 2014, salphingectomy, removal of a portion of the left insert. On (B)(6) 2014, removal of right insert. On (B)(6) 2016, partial hysterectomy removing remaining fragments of left insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Computerised tomogram - in may 2016: CT scan showed severe diverticulitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, depression, migraine headaches and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), device breakage ("remaining fragments of left"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. C08472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo an essure confirmation test". The patient's past medical history included endoscopy and colonoscopy. Concurrent conditions included endometriosis, sebaceous cyst, cervicitis, endometriosis, adhesiolysis, diverticulitis and fibromyalgia. Concomitant products included cilest (sprinted), clonazepam, hydroxychloroquine, nuvaring and omeprazole. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 16 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), depression ("depression"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). In 2015, the patient experienced cystitis ("infection type: bladder"), urinary tract infection ("infection type: urinary tract"), vaginal infection ("infection type: vaginal") with vaginal discharge and weight fluctuation ("weight gain / loss"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with metronidazole, norethisterone (norethindrone), leuprorelin acetate (lupron), surgery (on (B)(6) 2016, pelvic surgery and hysterectomy (partial).) And surgery (on (B)(6) 2016, pelvic surgery and hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device expulsion, genital haemorrhage, dyspareunia, weight increased, hot flush, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, fatigue, weight fluctuation and vulvovaginal pain outcome was unknown, the depression had not resolved and the uterine pain had resolved. The reporter considered bladder disorder, cystitis, depression, device breakage, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, migraine, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: the left insert was placed first with one trailing coil and the right insert second with five trailing coils. On (B)(6) 2014, salpingectomy, removal of a portion of the left insert. On (B)(6) 2014, removal of right insert. On (B)(6) 2016, partial hysterectomy removing remaining fragments of left insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Computerised tomogram - in may 2016: CT scan showed severe diverticulitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, depression, migraine headaches and urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Concomitant disease was added. Updated onset dates and outcome of event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. C08472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included endoscopy and colonoscopy. Concurrent conditions included endometriosis, sebaceous cyst, cervicitis, endometriosis and adhesiolysis. Concomitant products included cilest (sprintec), clonazepam, hydroxychloroquine, nuvaring and omeprazole. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 16 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced cystitis ("infection type: bladder, urinary tract and vaginal"), urinary tract infection ("infection type: bladder, urinary tract and vaginal"), vaginal infection ("infection type: bladder, urinary tract and vaginal") with vaginal discharge and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced uterine pain ("uterine pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with metronidazole, norethisterone (norethindrone), leuprorelin acetate (lupron) and surgery (on (B)(6) 2016, pelvic surgery and hysterectomy (partial).). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, genital haemorrhage, dyspareunia, weight increased, hot flush, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, migraine, headache, fatigue, weight fluctuation and vulvovaginal pain outcome was unknown and the uterine pain had resolved. The reporter considered bladder disorder, cystitis, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, migraine, perforation, urinary tract disorder, urinary tract infection, uterine pain, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: the left insert was placed first with one trailing coil and the right insert second with five trailing coils. On (B)(6)2014, salphingectomy, removal of a portion of the left insert. On (B)(6) 2014, removal of right insert. On (B)(6) 2016, partial hysterectomy removing remaining fragments of left insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Computerised tomogram - in (B)(6) 2016: CT scan showed severe diverticulitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, depression, migraine headaches and urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events hormonal changes describe: hot flashes, abnormal bleeding (general), infection type: bladder, urinary tract and vaginal, uterine pain, vaginal discharge, fatigue, weight gain / loss, psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, migraines / headaches and migration of essure device location of device: uterus were added. Lab data, concomitant disease, treatment drugs,historical condition and concomitant drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (on (B)(6) 2016, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, pelvic pain, dyspareunia and weight increased outcome was unknown. The reporter considered dyspareunia, pelvic pain, perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.